Event description:
Event description boston scientific crm received information that this passive fixation ventricular lead displayed high pacing threshold measurements and low sensing amplitude measurements. During the revision procedure, the lead was explanted and successfully replaced with an active fixation model. No adverse patient effects were noted.